Event description:
This report is being filed after the subsequent review of the following literature article: konrad, g., audige, l., lambert, s., hertel, r., and sudkamp, n. (2012). Similar outcomes for nail versus plate fixation of three-part proximal humeral fractures. Clinical orthopaedics and related research, 470, 602-609. This study included 211 patients with three part proximal humeral fractures, who were treated with a plate (philos)/proximal humeral interlocking system/(lphp)locking proximal humerus plate or nail (phn proximal humeral nail between 2002 and 2005. Of patients treated, 153 were treated with the plate, 40 males and 113 female. The patients treated lphp cohort consisted of 60 women and 23 men with an average age of 64 years. This philos cohort consisted of 53 women and 17 men with an average age of 67 years. The phn cohort had 47 women and 11 men and the average age was 65 years. This refers to unknown screws that are part of an unknown proximal humeral interlocking system (philos) and associated events including 23 primary screw perforations, 13 secondary screw perforations, unknown number screws backing out. Revisions occurred for an unknown number of cases. This is report 1 of 3 for (B)(4). This report is for an unknown screw [part of the proximal humeral interlocking system (philos)].

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw [part of the proximal humeral interlocking system (philos)] /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.